Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported the following event: it was reported an intra-operative event upon inserting 2.7mm variable angle (va) screw by using screwdriver shaft, torque limiting assembly and small battery drive ii (sbdii) power equipment. The surgeon felt like the new torque limiting attachment is not limiting the torque necessary to only lock the screw into the plate. Rather, at the most proximal thread part and threaded head, smoke appeared and threads were apparently destroyed by the heat created by friction. Thus, no locking occurred between both the plate and the locking va screw head. The damaged screw was removed from the patient but surgeon decided to leave the plate in and use it for final construct for his patient fracture fixation despite the damaged plate hole. The plate hole was left empty because the hole threads were worn after the reported screw incident. There was no interference with other screw already in place because that was the first proximal screw implanted. Although there was 2-3 k-wires in place (through the trochlear notch to the coronoid) to maintain fracture reduction but surgeon did not feel any interference with any of them. He said he was at maximum permitted insertion angle but no more than 15 degree screw angulation. The surgery was delayed by five minutes due to the reported event. The procedure was successfully completed with same torque limiting attachment and patient was doing "fine" after the surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: 2.7mm va locking screw (part # 02.211.040 / lot # unknown). The screw was returned intact. The locking threads on the head are damaged and completely stripped and nonfunctional. It appears that the threads were damaged during the attempted insertion. This damage would occur if the screw were inserted too far off the nominal angle (improper or no drill guide used) or if no torque limiter was used during insertion. It is unknown what exactly caused the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.